Manufacturer narrative:
Associated with MDR #: 2029214-2023-01123 <(>&<)> 2029214-2023-01124 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cornea, c. M., quig, n., yap, e., <(>&<)> solander, s. Y. (2023). Case report: transvenous coil embolization of a high-grade galenic dural arteriovenous fistula. Frontiers in neurology, 14, 1128563. Https://doi.org/10.3389/fneur.2023.1128563 medtronic review of the literature article found a case report of a 54-year-old female patient who presented with a 2-year history of progressive headaches, cognitive decline, and papilledema. A cerebral angiogram demonstrated a complex dural arteriovenous fistula (davf) to the vein of galen (vog). The treatment options were discussed including: transarterial embolization, transvenous embolization, open surgical ligation, radiosurgery, and continued observation. After a thorough discussion with the patient and her family, it was decided to proceed with transarterial embolization, knowing that this davf would likely require multiple embolizations or a different approach for complete treatment. The patient initially underwent a transarterial embolization with superselective angiograms of the superficial temporal and occipital arteries in which onyx-18 was used. The surgical team was able to achieve partial penetration of the fistulous connection before there was significant onyx reflux and cessation of antegrade onyx penetration. Injection was stopped and follow-up angiograms demonstrated a minor reduction in arterial venous shunting. It was concluded that further transarterial embolization would not be successful and the initial embolization procedure was completed. The patient tolerated the procedure well and was discharged 1 day post-procedure. Further treatment options were discussed and it was decided to approach the vog via the right transverse sinus. This approach was attempted using a navien 058 intermediate catheter over a non-medtronic microcatheter and guidwire. Despite several attempts, the microcatheter could not be advanced into the vog at the level of the davf. Further attempts were made using a different size microcatheter over a different sized guidewire as well as attempts using a marathon microcatheter over the same smaller size guidewire. However, each time the microcatheter could not track over the wire through the occluded straight sinus to reach the vog. At this time, with no immediate complications, the procedure was aborted. Two weeks later, transvenous embolization was attempted again via the contralateral (left) transverse sinus. A navien 058 intermediate catheter was advanced via the shuttle into the left transverse sinus over a non-medtronic microcatheter. The microcatheter and wire were advanced through the occluded straight sinus to the level of the vog. Superselective venograms were obtained via the microcatheter to determine the level of the vein of galen. Once through the occluded straight sinus, the surgical team was able to find an opening in the occluded connection between the vog and the straight sinus. The microcatheter was able to be delivered to the desired location and axium coils as well as non-medtronic coils were used for embolization. Final procedure arteriograms demonstrated no residual arteriovenous shunting. It was noted that intravenous (IV) heparin boluses were given throughout the procedure. Given the significant reduction of overall flow through the venous system and the history of venous thrombosis, we decided to maintain a heparin infusion out of concern for cortical vein thrombosis. It was noted that the procedure went well and was well-tolerated by the patient. After 24-hour observation in the neuro-ICU, it was decided to convert the heparin infusion to eliquis for 30 days. The patient was discharged home 1 day post-procedure. Unfortunately, the patient presented to the emergency department (ed) the next day (2 days post-procedure) with complaints of severe headache, nausea, and vomiting and was found to have a moderate volume intraventricular hemorrhage. The patient was admitted to the neuro-ica, eliquis was reversed, and an external ventricular drain was placed due to progressive lethargy with an opening pressure of 28 mmhg. After a prolonged ICU course due to intracranial hypertension, the external ventricular drain was able to be removed and the patient was discharged to acute inpatient rehabilitation. It was noted the patient had since returned home and had no new neurological deficits. 6 month post embolization angiogram demonstrated significantly improved venous drainage pattern with greatly reduced venous congestion and minimal residual shunting. The patient was clinically "doing remarkably well" with noted resolution of headaches and cognitive function.